Event description:
Patient was implanted with uss construct at t9-ilium on (B)(6) 2011 for a posterior fusion. Reportedly patient was found to have bilateral broken rods and non union at l4-l5. Patient was returned to the or on (B)(6) 2012 for removal of hardware. It was noted intraoperatively that the collar on the left iliac screw was broken in two pieces. Surgeon removed all hardware and patient was revised to dual-opening uss construct. This is 14 of 15 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: the 498.112, 6.0mm ti hard rod 300mm, lot number 5804361, was received in 2 pieces, 1 piece approximately 90mm long and 1 piece approximately 210mm long. The pieces are contoured and have tool marks and wear typical of use. The anodize is discolored and worn off the rods in spots. The laser marking is legible. The parts were found conforming for the outside diameter and the raw material type. The manufacturing evaluation found no features that would contribute to the complaint condition. A review of the device history record for 498.112, 6.0mm ti hard rod 300mm, showed that there were no issues during the manufacture that would contribute to this complaint condition. Raw material lot no. 5428829 was split for a tighter tolerance specification on the outside diameter, 5.984 - 6.000mm, from raw material lot no. 5195913, which has an outside diameter specification of 5.980 - 6.000mm. Both raw material lots showed that there were no issues that would contribute to this complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complaint description indicates a non union at l4-l5 which may have subjected the rods to excessive loads and/or motion cycles. Additionally, marks on the rods may have created stress risers in the area of the breakage. Based on the description it is unclear what caused the collar to break. Significant lateral forces combined with impaction; over torque on the nuts are possible. The cause of the device failure is unknown.